Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, visual inspection revealed two insulation abrasion points with the ra lead. This type of damage is consistent with repeated stress over time. In this case, we believe the stress was the result of clavicular/first-rib entrapment and lead-on-can wear. In conclusion, analysis was able to confirm the allegation made against the ra lead in the field.

Event description:
Boston scientific received information that during a general device replacement procedure, the physician noted an insulation issue involving this right atrial (ra) lead. The physician elected to explant and replace the lead during the replacement procedure. The ra lead is no longer in service. No adverse patient effects were reported.